Event description:
A prostacyclin continuous infusion had been running for 5 days when the user noted a crack from the needlefree valve, which was connected to the PICC line. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.